Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went up to 500 mg/dl. Customer experienced thirst, fatigue, they did not feel well and they treated their high blood glucose levels via manual injections. Customer believed the insulin pump did not work and they had bent cannulas. Customer advised their insulin pump was replaced and they continue to experience issues with the device. Customer advised they changed out their set and changed their site to their hip. Customer was advised a tubing clamp would be sent out to complete the troubleshooting process. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.